Manufacturer narrative:
D section: batch number, product return date, production date 06/14/2019 . Manufacturing evaluation: failure description - the lower jaw of the instrument is broken off. The broken off part was enclosed. Investigation - used test- and analysis- equipment: · digital-camera "panasonic dmc tz8" we made a visual inspection off the instrument, especially the jaw. The lower part of the jaw was broken off, the broken off piece is enclosed. The other mechanical functions (articulating, activation of the blade) worked well. The jaw of the instrument is heavy soiled (blood and tissue). The jaw of the instrument in its delivered condition, the lower part of the jaw is completely broken off. Batch history review - the manufacturing documents have been checked and found to be according to specification valid during the time of production. There is no further complaint with this batch and this error pattern at hand. Conclusion and root cause - the root cause for the problem is most probably usage related. Rationale - in similar cases like this, the surgeon grasped too much tissue or hard pieces like bones e.g. Different as described in the complaint text, the lower jaw was broken off. The definitive root cause was applying excessive force on the jaw. A material defect or a manufacturing error can be excluded. Corrective action - according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Event description:
No further update provided.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the caiman device. The patient was undergoing an open hepatic resection. During use, the upper jaw portion (white) of the device broke off. The piece was retrieved. Two other instruments were opened to be used instead, and after plugging into the generator, there was an error message (regrasp tone) and they would not work. This incident did cause or contribute to a delay of 15 minutes during surgery. Jaw retrieval was required. The adverse event is filed under (B)(4).